Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during diagnosis treatment. The procedure was completed as planned. It was reported to philips that x-ray was not possible. Upon troubleshooting, the philips field service engineer (fse) visited onsite and found that system given intermittent exposure failure. To resolve the issue, fse performed hv candles maintenance and tube conditioning with adaptation. Fse observed with few studies and found no problem. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating that x-rays were intermittently not possible, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.